Manufacturer narrative:
This event has been reported under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Event description:
It was reported that outside of surgery the unit has a burnt fuse port. There was no patient involvement. No adverse event was reported as it relates to the event. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cart had a burnt fuse port. The power inlet module was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.